Manufacturer narrative:
The field service engineer (fse) was dispatched to the site and replaced the oil mist filter, catalytic decomp filter, vacuum pump, vacuum control valve, male connector tubing and nylon tubing to resolve the odor/smells issue. The unit met specifications and was returned to service on (B)(6) 2016. The oil mist filter was returned and tested. The reason for the return of the oil mist filter was not confirmed. The catalytic decomp filter was returned and tested. The reason for the return of the catalytic decomp filter was not confirmed. The vacuum control valve was returned and tested. The reason for the return of the vacuum control valve was confirmed. The vacuum pump was returned for evaluation, but has not yet been tested and evaluated. The nylon tubing and male connector tubing were not returned as both were saturated with oil. The DHR was reviewed and no anomalies were observed that would contribute to the reported issue at the time of release.

Event description:
A customer reported an event of a odor/smell emitting from the sterrad nx sterilizer and is noisy when processing cycles. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The sra shows the risk for exposure to odor/smells to be "low." The vacuum pump was returned and tested. The reason for the return of the vacuum pump was confirmed. The assignable cause of the odor/smells is the oil mist filter, catalytic decomp filter, vacuum pump, vacuum control valve, male connector tubing and nylon tubing. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service.